Event description:
It was reported that customer was hospitalized for low blood glucose levels. It was discovered that customer delivered 4 boluses that added up to a total of 33 units upon reviewing bolus history. It was confirmed that she delivered boluses. The significance of incorrect boluses delivered was explained. Husban stated that the bolus history times were incorrect and off by 2 hours.